Event description:
A nurse reported that during cataract surgery, system messages displayed and they were unable to reset the console. The staff attempted to troubleshoot by changing the handpiece and cassette, but were unsuccessful. The procedure was completed using an alternate system and there was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and replaced the fluidics module. The system was then tested and met product specs. The replaced fluidics module was returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).